Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, empty, void of saline.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes and all strain relief of the pump, and on the strain relief and exhaust tube of cylinder #1. Partial separations within abrasion are noted on the longer exhaust tube of the pump. Testing revealed these not to be signs of leakage. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. Because the available information did not indicate what factors may have contributed to the reported "device is empty, void of saline", and because no functional abnormalities were noted with the returned components, quality cannot determine the cause of this reported event. Requests for additional information surrounding the event have been made but to date has not been received. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no other complaints of this type were reported for lot 3716119. Review of nonconforming reports revealed no nonconformance's with this lot that would have contributed to the reported event. No capas for issues of this type are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.